Event description:
Following a magnetic resonance imaging (MRI) procedure, the device entered backup vvi mode resulting in a loss of high voltage therapy. Abbott technical support was contacted, however, they were unable to confirm if the device had been programmed to MRI mode prior to the procedure. The device was reprogrammed to resolve the event. The patient was in stable condition.